Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.